Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was to be returned to the manufacturer.

Manufacturer narrative:
Analysis of the pump revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due the shaft-bearing. Analysis noted wearing on the upper shaft and residue on the lower shaft of gear number two. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 1277 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient presented to the emergency department with severely increased spasticity and profuse sweating and agitated mental state. The pump logs were read, and it was determined that the pump had stalled and had not recovered. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. The patient was put on oral baclofen and a surgery date to replace the pump was confirmed for (B)(6) 2019. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were requested but would not be made available. It was noted that the healthcare provider had no further information on this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs baclofen with concentration 2,000.0 mcg/ml was being administered at a dose rate of 1,227.1 mcg/day as of (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The pump was replaced on (B)(6) 2019 and the patient recovered without sequelae. No rotor study or dye study was performed.